Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign matter was found on the cannula."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2021. H.6. Investigation: bd received one samples and one photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- IV cannula with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter- IV cannula with the incident lot was observed. Bd determined that the root cause of the foreign matter on the IV cannula is particles of the hub material coming from IV shields chipping hubs when being assembled at the IV shielder machine due to front guide plate at this machine being out of alignment. The particles of the chipped hubs were then transferred unto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. A review of the device history record was completed for this batch 0281090. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. There were no related qns. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign matter was found on the cannula."